Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The consumer reported the "red band did not pop out" after injection. Stated, insulin leaked onto her injection site and she can't be sure if she got the entire 23 units of insulin. Stated, it's the first time she used the product and she followed the instructions from the box. Stated, the product is not working lot: 5288013 catalog: 329515 date of event: 2026-31-3 samples: yes.